Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the onelink adapter on the one-link non-deph y-type microbore catheter extension set loosened from the set. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.